Manufacturer narrative:
Evaluation summary: the distal tip was damaged. The stent had deformed and raised struts on the 10th and 11th proximal stent segments. There was no other damage noted to the device. (B)(4).

Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a severely calcified lesion in the lad. The lesion was excessively tortuous and exhibited 90% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped with no issues noted. The lesion was pre-dilated three times, at 14 atm. It is reported that resistance was encountered during advancement of the device to the lesion, and that the device could not cross the lesion. Excessive force was not used. After the device was removed from the patient, stent deformation was noted. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. That the event was procedural related and not device related. No patient injury is reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.